Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: several power on reset (por) events were observed in the black box history on (B)(6) 2016. Moisture damage was observed in the battery compartment. Audio bolus button cover was missing. A leak test failed due to bolus button leak. The pump was opened; moisture damage was found throughout the inside of the pump and the printed circuit board. The pump was able to power on to the verify screen; however, a call service 064 alarm occurred during the 24 hour duration test and the remaining steps were unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.